Event description:
During a direct vision internal urethrotomy case the laser tip broke off. The md believed that he retrieved all of the glass pieces but for the next 3 weeks the patient urinated microscopic fragments of glass. Per laser log - procedure information. Settings 150 watts, lasing time 125, total energy 12836 j. Laser machine, sn (B)(4), last pm 07/01/2016.